Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with da pcba adc, data acquisition/ printed circuit board assembly/ analog digital converter reference failed vent inop occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The failure of this da to mc board cable rev d (date code: 0841 rev a) was caused by expanded barrels at pins 9 and 10 on the j2 side of this unit. This cable was built prior to the extension from 2.63 to 2.88 inches in revision b of this cable, which has been valid from (B)(6) 2009.